Event description:
It was reported patient's ipg has reached end of life. It is unknown if this occurred prematurely. Next course of action is underdetermined.

Manufacturer narrative:
Date of event is estimated. Patient's weight is currently not available.

Manufacturer narrative:
Section a4: patient's weight is not available at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.